Event description:
It was reported that device has occluded image. There was a complete loss of visualization during a surgical procedure. No patient injury was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that device has an occluded image. A visual inspection was performed and showed the scope to have cracked outertube, broken lenses with cracked weld. This is caused by contact with another source. No manufacturing related defects were observed.